Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. All circuit boards and cables were checked for a secure connection. The sys was found to be working as intended and placed back into svc.

Event description:
It was reported that the system 9800's image was too bright after exposure. Contrast and brightness had to be manually adjusted. There was no adverse pt involvement reported. There was no pt info reported.